Event description:
Customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone. Customer identified the on/off switch as the cause of the problem, and replaced the switch. System operates as intended.